Event description:
Per mw5041681: during an aortogram, a micro-puncture sheath was inserted in the right femoral common artery, but appeared to have no blood return. As the wire was removed from the micro-puncture sheath, the tip of the wire was missing. X-ray noted it in the common femoral artery. Patient returned for aortobifemoral bypass surgery and the piece was removed. No additional information has been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). * a review of complaint history, drawings, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. Damage to the wireguide may occur during use if resistance is met, or during manipulation or withdrawal through a needle. The instructions for use (IFU) include the following precautions, ¿do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt¿, ¿withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage.¿ the IFU also contains the following caution, ¿do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. There is no evidence to suggest the product was manufactured out of specification. Based on the provided level of information a definitive root cause can not be determined or reported at this time. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event. (B)(4). Event evaluation: a review of complaint history, drawings, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. Damage to the wireguide may occur during use if resistance is met, or during manipulation or withdrawal through a needle. The instructions for use (IFU) include the following precautions, ¿do not attempt to insert or withdraw the wireguide and/or introducer if resistance is felt¿, ¿withdrawal or manipulation of the distal spring coil portion of the mandrel wireguide through a needle tip may result in breakage.¿ the IFU also contains the following caution, ¿do not withdraw the wireguide through the introducer needle; breakage may result. If the wireguide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the lot records of the device were reviewed. No issues concerning the quality of the product relative to this investigation were noted. There is no evidence to suggest the product was manufactured out of specification. Based on the provided level of information a definitive root cause can not be determined or reported at this time. We will continue to monitor similar complaints and have notified the appropriate internal personnel of this event.

Event description:
Per mw5041681: during an aortogram, a micro-puncture sheath was inserted in the right femoral common artery, but appeared to have no blood return. As the wire was removed from the micro-puncture sheath, the tip of the wire was missing. X-ray noted it in the common femoral artery. Patient returned for aortobifemoral bypass surgery and the piece was removed. No additional information has been provided.